Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been notified through the 21dec2006 letter.

Event description:
The customer called reporting their precision xtra meter uploaded readings with incorrect dates, using the p link software. There was no report of death, serious injury or mistreatment.